Event description:
Two patients were dialyzed on a 1k bath which was prepared on (B)(6) 2011 and was only used by two patients on (B)(6) 2011. On (B)(6) 2011, both patients were admitted to the hospital for abdominal pain and both were diagnosed with severe hemolysis. After testing the 1k bath, it was found to contain high amounts of copper, nickel and sulfate, and a low count of chromium. (B)(6) medical was notified and sent a sample for testing. They could not test the concentrate for metals, so a sample was also sent to (B)(6) labs and they did detect the metals.